Manufacturer narrative:
Batch review performed on 11 june 2024: lot 2314164: (B)(4) items manufactured and released on 11-sep-2023. Expiration date: 2028-08-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 2 months after primary, the patient has been revised because of confirmed infection (possibly only superficial). The surgeon revised successfully the liner.